Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 malfunctioned. Upon receiving unit and assemble the pressure chambers were not working correctly no patient adverse events reported.

Manufacturer narrative:
Other text: additional information d5. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Received device in good condition with h-2 pressure chambers. The technician powered on device, installed digital pressure indicator onto the compressor fitting, and digital reads 5.6 pounds per square inch (psi). The technician removed the digital pressure indicator, connect both h-2 pressure chambers onto the compressor fitting, and h-2 pressure chamber gauge needle reads 250mmhg which was out of tolerance. This confirmed customer reported reason. The root cause of the reported issue was found to be pressure gauge out of calibration. The technician replaced both h-2 pressure chambers gauge, recalibrated and gauge needle reads 290mmhg which passed calibration test.